Event description:
Additional information received reported that a repositioning/revision had been scheduled for (B)(6) 2014. It was further reported that there was a lead revision on (B)(6) 2014 and the lead was replaced. It was noted that the patient was getting stimulation in the correct areas post-operative.

Event description:
It was reported the leads migrated anteriorly, and there was a need to reposition the leads. The leads were confirmed to have migrated via x-rays two weeks prior to report, and the patient was receiving less than 50% therapy relief. It was indicated it was unknown if the issue resolved and the cause was unknown. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 97792, lot # n364196, implanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing shortness of breath and went to the hospital in 2014. Initially the doctors thought it was related to the implantable neurostimulator (ins) and an x-ray was performed on (B)(6) 2014 and it was discovered that the lead was "leaning over." It wasn't providing proper stimulation and lead migration/dislodgement was re ported. It was later discovered that a medication the patient was on was causing the shortness of breath and was not related to the patient's device or therapy. As a result, a lead revision was reported and the patient recovered completely.